Event description:
This spontaneous med device incident report from a customer in (B)(6), the (B)(6), involves a stem of cylinder linde integrated valve (liv) manufactured by (B)(4). On (B)(6) the (B)(6) reported an incident concerning a liv, which presented a valve fracture at the stem. The incident occurred when the cylinder was not in use and stowed with nine more cylinders. The incident did not cause harm to people but it caused minor damages to the infrastructure of the storage area at the customer's site. The cylinder and valve were immediately collected for further investigation and material analysis. A recall has been initiated by the plant. This case is linked to co-lhc-2015040 due to similar incidents from the same batch. Due to the similarity of failure mechanism and the same location these incidents are subject to a common investigation and will be managed as a single mir, 15-25 ras. Cylinder brand: luxfer, 5 liters (portable type). Valve brand and reference: liv valve (B)(4) reference liv linde diss 0,750-16unf maxiflow, both equipment suitable for filling at 200 bar. Risks: the detachment of the valve might hit other cylinders or valves causing an ignition after spark generation. The sudden release of pressure and consequent expel of the valve can impact operators or third parties, damage equipment or infrastructure. Additional info is expected.

Manufacturer narrative:
Report from (B)(6); cylinder neck broken, unclear whether there possibly could be a device defect or if it is associated to external forces. Investigation ongoing. Device incident, no pt/human harm.